Event description:
Pt reported an event of "other, neurological diagnosis, epilepsy." (Varied injuries to offspring of pt) side was unspecified, this record is for the right side. See MFR 2024601-2014-00329 for the left side .

Manufacturer narrative:
Medwatch submitted on (B)(6) 2014. Device labeling reviewed. Two studies in humans have found that the risk of birth defects overall is not increased in children born after breast implant surgery,